Event description:
It was reported that the patient called in because she was getting an error message on her patient programmer. The patient reports a por (power on reset) condition. The patient said she either gets a por message or the poor communication screen on her patient programmer. The patient said she has two implants she was getting the same messages on both implants. It was noted this started a couple weeks ago. The patient mentioned she wasn't feeling stimulation. The patient asked if it has anything to do with the age of her devices. It was mentioned the patient just had them replaced in 2013. The patient said she did not have them replaced in 2013 she said she still has the original stimulators that were first put in (unclear what the patient meant by the statement). The patient said her devices used to be where her back pockets were but the right one was moving towards the outside of her hip and the left one was moving out. This started a couple months ago. The patient said the skin feels like it was getting thin or stretching.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3889-28, lot# v162346, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v062663, implanted: (B)(6) 2007, product type: lead; product ID 3037; serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).